Event description:
It was reported that the rotating speed was unstable. The target lesion was located in the left anterior descending artery. A 1.50mm rotablator rotalink plus was selected for use. During the procedure, the burr was not rotating at the desired speed even after checking the connections and gas pressure multiple times. In the beginning, the operational speed was set to 160,000 revolution per minute (rpm) but the maximum speed reached up to 170,000 rpm and it was continuously dropping from the set speed. The procedure was completed using another rotalink plus. No patient complications were reported.